Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would turn itself on and off and that it would not stay on. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. The system fans red cable was pinched and exposed. Red cable was shorted to case that caused the programmer to shut down. Replaced system fan. Floppy drive read disk intermittently; had a difficult time pulling logs and patient information. Replaced floppy drive using salvaged part. All salvaged parts used were inspected per applicable requirements. Broken left keyboard hinge. Replaced keyboard hinge and secured keyboard. Reconfigured hard drive, reloaded and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.